Manufacturer narrative:
The angiosculpt device was returned without the distal tip for eval. Visual examination confirmed the distal tip separated from the device. The distal extrusion tubing appeared stretched and the balloon had not been inflated. Since this event occurred outside of the pt, there is no risk of pt injury. During functional testing, a 0.014" guide wire was inserted through the distal end with the resistance. Evidence of the stretched distal extrusion tubing suggests that the device experienced excessive exertion of force applied by the user. The angiosculpt device was used off-label. Per the instruction for use for the angiosculpt ptca device, the rx device is intended to treat the coronary lesion but in this event, it was used in the peripheral artery.

Event description:
A 2.5 x 15 mm angiosculpt device was advanced over the 0.014" whisper 300 cm length guide wire to the tibioperoneal (tp) trunk and inflated. A second 0.014" whisper 190 cm length guide wire was advanced across the tp trunk and a maverick 2.5 x 20 mm was advanced and inflated once. Next, a rx trek 3.0 x 30 mm was advanced over the 190 cm guide wire and inflated in the peroneal artery. Then, a 3.0 x 15 mm angiosculpt rx device was attempted to be introduced on the 190 cm guide wire but got stuck on the guide wire outside of the introducer sheath. Tip separation was noted when attempting to remove. Procedure ended with successful treatment of vessels.